Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the tibial artery. A 2.0mmx220mmx150cm coyote balloon catheter did not track during advancement and was removed. When the balloon was inflated outside the patient's body, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluatedy by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was an unknown guidewire stuck in the device. There was contrast and blood in the balloon, and contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 81mm distal from the proximal marker band. The inner shaft was bucked from the proximal end of the balloon extending 73mm. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the tibial artery. A 2.0mmx220mmx150cm coyote balloon catheter did not track during advancement and was removed. When the balloon was inflated outside the patient's body, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.